Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned in two pieces; the is-1/rv-df-1 portion measured 19.0 cm and the svc-df-1 portion measured 7.8 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion breaching the optim sheath, exposing the silicone insulation at 13.6 cm to 14.0 cm from the connector pin, caused by friction to the device can. The insulation underneath was undamaged. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.